Event description:
An alliance ii inflation device was used during a balloon dilatation procedure performed in 2008, (a female pt; weight unk). According to the complainant, the "gun could not be placed into reverse in order to deflate the balloon." It was further reported that a syringe was used to withdraw the water in order to deflate the balloon. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.